Event description:
It was reported that patient had pain in their left hip with fluid collection around the hip. Patient presented with normal cultures and x-rays, head was revised.

Manufacturer narrative:
The patient is 71 inches in height. An event regarding pain involving an v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that patient had pain in their left hip with fluid collection around the hip. Patient presented with normal cultures and x-rays, head was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.